Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 178 and 250mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.